Manufacturer narrative:
Reliability analysis inspected 2 opened sensors and performed visual inspection and found both sensor cannula broken, broken part is missing. The sensor was unable to confirm in said condition due to sensors being returned opened. The sensor was unable to perform insertion complaint due returned sensors only, no needles.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 108 mg/dl. The customer stated that there was blood at site. The customer was advised to replace the sensor as blood on connector can possibly damage transmitter plus. The customer will be sent a replacement sensor.